Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure there was a period during which the snare did not deliver current. The generator was set to 16 in monopolar "coag" mode, and no alarms or error messages were reported. The procedure was not completed due to this event. The account confirmed that the other devices used in conjunction with the snare (endostat ii electrosurgical unit, active cord, and footswitch) are working properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.